Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. In addition to clinical's confirmation of the patient's urgent presentation of a retroperitoneal hematoma with a type 3a endoleak (with component separation), and the secondary procedure (reference 2031527-2018-00086). The patient also had a proximal cuff migration (20mm), and sac growth. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal in the mid aortic area was the aortic remodeling. It could not be determined whether the aortic neck growth caused the stent migration or vice versa. Notably, neither type 1a or 3a endoleak could be observed angiographically. However, the original cuff was observed outside of the main body (complete implant separation); most likely this is the reason for the rupture. There were no procedure related harms identified. The patient was discharged on post operative day three in stable condition. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially implanted with a bifurcated stent and a powerfit proximal extension. The patient came in emergently with symptoms and a possible type 3a endoleak. An angiogram showed less then a 15mm overlap and a hematoma outside the aneurysm sac, a visible endoleak was not observed. The physician elected to implant two suprarenal aortic extensions to resolve the issue. The procedure was completed on (B)(6) 2018, and the patient was scheduled to be release two days post secondary procedure. There have been no additional adverse events reported for this patient.